Manufacturer narrative:
Batch review performed on 09 november 2018. Lot 179365: (B)(4) items manufactured and released on 03 may 2018 . Expiration date: 2023-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size l + 4 reference 01.29.210. Lot 180544: (B)(4) items manufactured and released on 28 may 2018. Expiration date: 2023-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On 12 october 2018 we were informed that the patient came in complaining of pain. The surgeon determined a hematoma was present. The surgeon plans to washout the hip. Update (B)(6) 2018: on (B)(6) 2018 the patient was revised. The surgeon washed out the hip and revised the head and liner. The surgery was completed successfully. Update (B)(6) 2018: the reason of hematoma is unknown.